Event description:
A report was rec'd that a pt was experiencing pain at the pocket site, due to the ipg being too superficial. The pt underwent a pocket revision procedure and it reportedly doing well.